Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited mechanical noise on the presenting subcutaneous electrocardiogram (s-ECG) however, no inappropriate therapy occurred as a result. The patient was evaluated in clinic, and the noise was reproducible in both the secondary and alternate sensing vectors. A chest x-ray was performed, which identified a tight loop of the electrode in the pocket area. Based on these findings, there was suspicion of a lead fracture. The clinical plan was to either continue monitoring the device using the primary vector or proceed with lead replacement, at the discretion of the hospital. At this time, the lead remains in service. No adverse patient effects were reported.